Manufacturer narrative:
Patient information is unknown. Date of device migration is unknown. This report is for an unknown helical blade/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter email address is unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2017, trochanteric femoral nail (tfn)-advanced long system was applied to femoral trochanteric fractures. On (B)(6) 2018, the patient started full weight-bearing. Since then, the patient had showed satisfactory recovery. In (B)(6) 2018, the surgeon confirmed that the implants had been slightly inverted inward. He kept medical follow-ups. On (B)(6) 2018, however, the patient felt pain, and it was found that blade in question had been cut-out. On (B)(6) 2018, the patient underwent explant surgery to remove the blade. By confirming bone healing, the surgeon decided to leave the nail and side-stoppage screws in the patient¿s body. The patient is supposed to start toe-touching rehabilitation. Concomitant devices: 10mm/125 deg titanium cannulated tfna 320mm/left ¿ sterile (part: 04.037.023s, lot: h079023, quantity: 1). This report is for an unknown helical blade. This is report 1 of 1 for (B)(4).